Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer tubing overlay was breached cut, the connector pin bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage, there was a non-electrical miscellaneous finding on the tip electrode and the lead was stretched. It was noted by the analyst that the lead was received at analysis with the steroid ring missing, and it cannot be determined at this time when this occurred.

Event description:
It was reported that the impedance increased on the high voltage coil of the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.